Manufacturer narrative:
The reported event of could not untighten the ventricular setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the ventricular setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead could then be removed. The cause of the issue was isolated to blood that came through a hole punched through the septum by the torque wrench at time of implant.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the physician was unable to remove the right ventricular lead from the header due to a stripped set screw. The device was successfully removed and the lead was capped. The patient was stable.